Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump history indicated that the pump was manually suspended on (B)(6) 2015 at 16:29 and was manually resumed the same day at 17:01. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: high blood glucose (bg) levels began on (B)(6) 2015. The reading was hi (above 32mmol) on meter and ketones were at 2.3, but varied over the coming week. Bgs did not go down with pump corrections. They ran temporary basals of +175% and this also did not bring levels down. Manual injections did lowered bg levels, but bg became elevated again once bolus had worn off. Also, the site/set was completely changed every day for a week, using different box/lots of cannulae, but this did not bring levels back to normal. No other illnesses/growth spurts/infections are reporter. After trying to treat for 3 days at home, they requested advice from the hospital on (B)(6) 2015, and were advised to stop using the pump and return to injections. Bg levels have now stabilized. Trouble shooting did not reveal any delivery issues, time/date are correct, bolus/basal histories match, but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the alleged inaccurate delivery.